Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardiac monitor that exhibited undersensing that may have lead to an inappropriate atrial fibrillation alert. R-waves were noted to be low as well. Programming changes were suggested, but not made as of yet. Patient was stable.